Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 21, 2021 that a hot axios stent was to be implanted to treat an anastomotic stricture during a procedure performed on an unknown date. During the procedure, the first flange was deployed successfully; however, during attempted deployment of the second flange, there was difficulty unlocking the stent lock. The stent eventually fully deployed but in an incorrect location. The stent was removed using a biopsy forceps and the patient was rescheduled to complete the procedure on (B)(6) 2021. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat an anastomotic stricture. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted for anastomotic stricture.